Event description:
Operative notes for the revision surgery were reviewed. The surgeon noted that there was no severe kinkling of the lead wires. The generator's set screw was loosened and the lead was disconnected from the generator. The surgeon stated that it appeared the lead pin may hve slipped out of some degree, although there was some contact. He suspects that there was suboptimal contact. As the screw was loosened, the screw came out of the generator, therefore, the generator was replaced with a new one and the lead remained implanted. The new generator was interrogated resulting in acceptable results. Further follow-up revealed that the pt is doing well and the device's settings are being increased. The pt is due back for a clinic visit in march to increase the output. The physician reported that the pt has been doing "fairly well," the pt reported that she was able to use the magnet during one of her seizures and the seizure less intense. The generator was returned and analyzed. Product analysis summary: the reported high lead impedance and septum popping out of the generator during the rvision surgery were not duplicated during analysis. However, the septum cavity falled to meet the design specification, which may have contributed to the septum popping out during the revision surgery. The pulse generator was found to be operating within the MFR's final electrical test specifications. The pulse generator did not show any condition that would have contributed to the allegation of high lead impedance. The cause of the reported high impedance was likely due to an improper lead/generator connection. However, this could not be verified in analysis as the lead was left implanted; only the generator was returned.

Event description:
Reporter indicated that vns pt was scheduled for revision surgery due to high lead impedance reading (dc-dc code 5, lead impedance high, output status ok) obtained during device diagnostic testing at office visit less than three months post implant. Review of x-rays by manufacturer revealed that the lead electrodes appeared to be implanted at the c-6 level. The strain relief bend and loop appeared to be adequate and three tie downs were noted. There did not appear to be any gross fractures in the portions of the lead that were visible. The x-ray views did not show the entire generator and as such, the lead connector pins could not be visualized, so no assessment of whether the connector pins were fully inserted into the generator connector block could be made. It was reported that the pt has not experienced any recent injury or trauma that may have damaged the vns therapy system and that she does not manipulate the device through the skin. The pt reports that she does feel device stimulation. During the revision surgery, the surgeon attempted to loosen the set screw in order to visualize the lead connector pin. After inserting the hex screwdriver into the silicone plug and turning it for approx 1/2 turn, the set screw plug reportedly came out. It is believed that the lead connector pin was not properly secured, resulting in high lead impedance test results. The generator was replaced. Device diagnostic testing with the replacement generator connected to the origincal lead was within normal limits.